Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the first proximal row were lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that advancing difficulties were encountered. And shaft kink occurred. Vascular access was obtained via the right artery. The 75% stenosed, 24x2.5mm, eccentric, de novo, bifurcated target lesion was located in the moderately calcified left circumflex artery. After pre-dilation was performed with a 2.5x20 balloon catheter, a 2.50 x 24mm synergy drug-eluting stent was advanced but advancing difficulties was encountered. It was hard to insert device through the narrow lesion. Subsequently, a kink was noted on the proximal shaft. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.